Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified lower sensor scans and experienced symptoms of nausea, dizziness, vomiting, and fatigue. The customer was had contact with a healthcare provider who obtained a blood glucose result of 481 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified lower sensor scans and experienced symptoms of nausea, dizziness, vomiting, and fatigue. The customer was had contact with a healthcare provider who obtained a blood glucose result of 481 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.